Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not returned.

Event description:
Customer reportedly received the following sets of results at separate times on the performa combo system within 10 minutes: 1.) 325 mg/dl and 14 mg/dl 2.) 484 mg/dl, lo (less than 10 mg/dl), and 111 mg/dl 3.) 325 mg/dl, 14 mg/dl, and 74 mg/dl no death or serious injury reported. Requested return of suspect device and replacement was sent.